Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Customer reported experiencing a hypoglycemic seizure resulting in a dislocated shoulder. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required 3rd party assistance from paramedics. Paramedics administered glucose and customer consumed carbohydrates. Customer was taken to the emergency room and treated with intravenous fluids and saline. Customer was released from the ER 15 hours later on 2/6/24 with the issue resolved an no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's total daily insulin (tdi) and weight being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight and tdi information to adjust insulin, customer acknowledged and understood.